Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hyphema as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Dr (B)(6) experienced 2 hyphema in a row with via 360. 2 separate patients.